Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to depleted batteries. Review of the device logs showed non-critical errors indicating that the pads were faulty for CPR feedback related errors. None of the errors would interrupt the delivery of energy. However, the errors did cause a red x condition. A red x condition on the device is both visual and audible until addressed. The depleted batteries and the pads were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.